Event description:
Koru medical became aware of mw5176432 received through the FDA medwatch program stating "pt stated that she was going to do her second infusion for the week earlier this morning around 8am and was having trouble with the pump. She said she had everything set up but infusion wouldn't start. She took the syringe out, placed it back in and tried to rewind the pump but it wasn't making the windup noise she normally hears and the syringe spit out. She put the syringe in the fridge and went to work. Initially recommended to try to do manual push of med since no volume was lost and still within 8hr time frame but patient placed syringe in fridge and we have no stability data on cutaquig once placed in fridge after being at room temp. Advised I will reach out to md to see if they want to provide makeup dose or if she should skip this second dose and resume normal schedule next week (sunday). No further questions for rph. No further information provided. Serial number (B)(6). 1. Did the reported product fault occur while in use with the patient? Yes. 2. Did the product issue cause or contribute to patient or clinical injury? No. 3. Is the actual device available for investigation? Not reported. 4. Did we replace the device? Yes." Additional information was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.